Event description:
It was reported that the device reached elective replacement indicator and was suspected of premature battery depletion due to high battery impedance. The device was reprogrammed and a replacement procedure was scheduled. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) initially the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found high battery impedance resulted in eri (elective replacement indicator). Eri caused by high battery impedance was noted on (B)(6) 2011 prior to explant. The ramware version 8 was installed on (B)(6) 2011. Subsequently, the device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found high battery impedance resulted in eri (elective replacement indicator). Eri caused by high battery impedance was noted on (B)(4) 2011 prior to explant. The ramware version 8 was installed on (B)(4) 2011.